Manufacturer narrative:
2/11/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. One sealed sample was received on which relevant testing could not be performed for the condition reported. A review of the product lot records for this production lot found not discrepancies related to the condition reported.

Event description:
The device was used during an appendectomy procedure. Reportedly, the pt was infected by the product. The surgeon performed a re-operation to remove the suture and used another to complete the procedure. The hospital has no add'l info at this time.